Manufacturer narrative:
Combination product: yes. Initially, lot 03204816 was reported. After clarification, the returned product with lot 03203238 was confirmed to be the affected instrument. Initially, lot 03204816 was reported. After clarification, the returned product with lot 03203238 was confirmed to be the affected instrument. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. The stent has been reapplied to the balloon and is severely deformed over its entire length. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent protector was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug eluting stent system was chosen for the treatment. During the removal of the stent protector it was noted that the stent has been dislodged from the balloon.